Manufacturer narrative:
The instrument and power supply were returned for investigation. It has been determined that the smoke was due to a damaged d16. Failure of d16 is related to excessive power surge which can be caused by use of incorrect batteries or an incorrect voltage source. The returned power supply was tested and determined not to be the root cause of the excessive power surge. Customer has received replacement instrument and is operational. There is no evidence that a siemens product is not meeting specifications.

Event description:
The customer stated when operator first powered on the instrument, it started to smoke. Customer indicated that they immediately powered off the instrument and unplugged. Customer confirmed that there was no report of injury due to this event.

Manufacturer narrative:
The cause for the event is unknown.